Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pocket of this device system was noted to be open during a follow up visit. The patient was referred to another hospital for consultation.